Event description:
It was reported by service report that the cot tipped. There was pt involvement, but no adverse consequences are reported.

Manufacturer narrative:
Cot was incorrectly used to transport a pt down some stairs.